Event description:
The pt reported that she experienced hypoglycemia and unconsciousness with no forewarning. She stated that her blood glucose was measured by emergency medical team at 20 mg/dl. The pt reported that she was given glucagon three times by the emt personnel. She noted that she does not remember six hours of that day and alleged the reason to be the hypoglycemia. The pt said she does not remember her blood glucose levels prior to event, she remembers eating but there are no boluses recorded in the bolus history to confirm. She stated that she does not remember any unusual activity or change of medications prior to the event. It was noted that the pt is a poor medical historian.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.